Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that, the system had a shutdown and would not boot up. Upon functional testing, the fse found that, the boot up stays at 0 on the ui timer and the power supply failed. To resolve this issue, the fse replaced the power supply of m cabinet. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shutdown between cases and will not boot up. The device was outside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation of this complaint.